Manufacturer narrative:
The referenced previous infection admission was reported under medwatch MFR report #2916596-2018-05410. The heartmate 3 lvas was implanted during the momentum 3 ((B)(6)) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018 at a local emergency room the patient was found positive for clusters of gram-positive cocci (gpc) in blood. Cultures were completed in (B)(6). Zosyn was discontinued and the patient was to continue vancomycin. The event was reported as possibly related to the lvad. The patient had previous infection admission and had been discharged home on (B)(6) 2018.

Event description:
Additional information: it was reported that the patient¿s infection was not lvad related. The patient presented with fever and leukocytosis. Blood cultures at local facility were positive for staphylococcus epidermidis (staph epi) bacteremia/sepsis. When arrived at the implanting facility, blood cultures were negative. The patient was currently on vancomycin due to history of staphylococcus epidermidis bacteremia. The patient was inpatient and treated with a combination of antibiotics for current and existing infection. The patient remained on cipro for chronic suppression of driveline exit site infection of methicillin-sensitive staphylococcus aureus (mssa).

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
B5: additional information: it was reported that the status of the infection was ongoing.